Manufacturer narrative:
Age at the time of event: approximately (B)(6) old. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-12669. It was reported that the burr became stuck in lesion. The 80% stenosed target lesion was located in the tortuous and severely calcified left anterior descending artery. During the use of a 2.00mm rotalink¿ burr, the burr got stuck in the lesion. The burr was then tugged and removed for the patient's body. A 2.75 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was then deployed with excellent result. No patient complications were reported. Later that evening the patient experienced chest pain and had developed thrombosis. No further patient complications were reported and the patient¿s status was fine and stable.